Manufacturer narrative:
(B)(4). Initial reporter is an attorney. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation record received. Litigation alleges excessive levels of chromium and cobalt in the patient's blood resulted to injury, pain, suffering and emotional distress. Doi: (B)(6) 2010; dor: (B)(6) 2017; left hip.

Event description:
After review of medical records, the patient was revised to address failed metal-on-metal hip arthroplasty and aseptic loosening, left femoral stem. Patient alleges groin and thigh pain. Metal levels were significantly elevated with cobalt of 15. Operative notes reported normal-appearing fluid on the hip. The tissue and bone at the proximal aspect of the femur was removed to be able to test the stem and the screw inserter was placed on the stem. The stem wiggled proximally; however, when it was attempted to be removed, it appeared to be well fixed distally. This was causing a great deal of pain is a stem that was fixed distally but was windshield wipering as it was a titanium stem.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the blood heavy metal increased, emotional distress, device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Plaintiff fact sheets received. Pfs alleges elevated cobalt level. On (B)(6) 2016 reported fluid presence with greater torchanteric bursa and osteolysis of femoral stem. Doi: (B)(6) 2010; dor: (B)(6) 2017 left hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.